Event description:
A female patient contacted lifecor customer support to report that in the last week or so she had to continually adjust the battery packs in the battery charger to get them to start charging. She stated that the pins in the charger seem to be in the correct orientation and are not bent. She stated that the connection from the cord to the charger base seems to be tight. She also stated that the charger seems to be turning on and off. She said the orange light flashes for a few minutes and then goes out. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluations of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connection that plugs into the charger base was defective. It would slide in and out of the connector causing intermittent power to the charger. The charger was fully functional with other power bricks. The power cable was repaired and restocked. The root cause of the defective power cable is unknown, but is likely due to strain placed on the cable by the patient constantly removing and reconnecting this cable. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.